Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient posted on strykeractive (B)(6) page that patient will need another knee replacement (left knee). Patient stated that they have a lot of scar tissue preventing patient from flexing and extending normally.